Event description:
Death certificate received on 11/30/2016. Cause of death: immediate cause: acute intoxication by the combined effects of chlorpromazine due to the consequence of: fluoxetine and zolpidem. Manner of death: suicide.

Manufacturer narrative:
(B)(4).

Event description:
It was found on (B)(6) 2016 during an online search that this patient passed away on (B)(6)2016. No additional relevant information has been received to date.